Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Ultimately the customer reverted to a backup insulin pump for insulin therapy.